Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level over 400 mg/dl this morning. The customer had symptoms of high blood glucose which included thirst. Customer treated with manual injection. Customer's blood glucose value was 300 mg/dl at the time of the call. Customer did contact their healthcare professional. Troubleshooting was performed. The drive support cap appeared normal. There were air bubbles found in tubing. There were no insulin issues, but it was found that infusion set cannula was bent. Customer was educated on causes and prevention of bent cannula. The product was not returned for analysis.